Event description:
Following use of sumavel dosepro I had slight echo problem in the right ear. I again used the sumavel on wednesday, (B)(6). Several hours later I lost the hearing in my right ear. I read the info sheet on the medication and it indicated there were ear problems in the trials. The doctor has told me I have total loss of hearing and can see no reasons why. Could you give me additional info regarding the loss of hearing during the trial usage? Dose or amount: one dose, once a day, as needed. Dates of use: #1: (B)(6) 2010; #2: (B)(6) 2010. Diagnosis or reason for use: migraine headaches. Sumavel dosepro used two doses (B)(6), (B)(6) 2010.